Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition of system error 341 was verified through a review of the event history log. The symptom could not be reproduced by evaluation and no component could be identified for causality. No correction was performed. The device passed all functional testing and was found to operate as designed. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced system error 341 alarms. There was no known patient injury or medical intervention associated with this event. No additional information is available.